Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: weight to the spec, deformation, yellow particles on the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "fluid".

Event description:
Patient reported 'neoplastic lesion was found in the breast' which has been deemed not related to the device. Patient further reported ¿chronic inflammation¿, ¿had an impact on the condition my whole body general and every doctor will confirm that in the case of this type of implant, it was a small step towards cancer and certainly its beginning¿. Additional information received from physician with diagnosis report which stated "there is an inflammation of unknown cause (fluid) in left". Affected side is left. Device has been explanted.